Event description:
The following has been reported: customer reported: "we have had an issue with several of our primary tubing kits in the past month. Several had cracks and one in which we could not find a crack on but could not get it to back prime. The priming issue was from lot#: fa25d01027, set 0013-1. A preliminary review identified the following issue: unable to prime air from tubing set. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. Customer complaint cannot be confirmed. The potential root causes of the priming issue could be related to, 1) excess glue in secondary port causing and obstruction, 2) small syringes used by the customer. Current process controls detections include, 1) 100% leak and occlusion test are performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa25d01027 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.